Event description:
It was reported that the unspecified bd¿ secondary tubing had unregulated flow and would not switch to the primary line. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "(B)(6) 2020 c6 ccbd unknown n/a IV fluids no harm alaris continued to use secondary infusion instead of switching to primary infusion. Unsure if pump issue or tubing issue. Alaris pump not sequestered, so htm will be unable to validate pump error. Secondary line infusing without switching over to primary line."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the secondary line was infusing without switching over to the primary line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ secondary tubing had unregulated flow and would not switch to the primary line. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "on (B)(6) 2020 c6 ccbd unknown, unknown, n/a. IV fluids no harm alaris continued to use secondary infusion instead of switching to primary infusion. Unsure if pump issue or tubing issue. Alaris pump not sequestered, so htm will be unable to validate pump error. Secondary line infusing without switching over to primary line."